Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash due to a cracked dip tube. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is now operating within specifications.

Event description:
A falsely elevated troponin I result of 4.48 ng/ml was obtained on the pt sample. A sequential sample was tested on the same analyzer and a result of 0.00 ng/ml was obtained. The falsely elevated troponin result was reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause of the falsely elevated troponin result was inadequate vessel wash due to a cracked dip tube.